Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The insulin pump functioned properly and there were no anomalies. The insulin pump had cracked battery tube threads during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, urgent care visit and issues with the insulin pump. Customer's blood glucose level was 350 mg/dl. Customer experienced thirst and treated their high blood glucose via manual injection. Customer was placed on multiple daily insulin while in urgent care. Customer was wearing the insulin pump at the time of the urgent care visit. Customer advised they were unable to rewind the device and had a closed circle on it. Customer had a bad battery alert on the insulin pump. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.